Event description:
It was reported that a cartridge alarm (alarm 20) occurred during pumping. Customer¿s blood glucose level was 117 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.